Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked after customer fell. Customer reported that they had an unrelated low bg level of 50 (mg/dl) prior to fall. Reportedly, the customer exercised the night prior and thought this possibly contributed to the low bg event. Customer consumed juice to treat low bg level. Customer indicated they could still interact with the pump and it would continue to be used for diabetes management.